Event description:
It was reported by synthes service and repair, from italy: device failure. The e-pen tool got hot as we used it. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Lot number cannot be confirmed as synthes lot number. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Additional narrative: service history was reviewed for this device and determined that there were no prior service reports. Service record evaluation: a pre-repair diagnostic assessment revealed that the control unit was not functioning due to normal wear on the device. The device was repaired. After service, the execution of the final inspection has been performed through regular functionality checks of the product. Placeholder.